Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer stated that she was vomiting and that blood glucose levels were brittle going up and down prior to hospitalization. Troubleshooting was performed and pump appeared to be operating normally.